Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet was dropped and the cartridge shattered within the insulin chamber, after which the user was unable to remove the cartridge and the device required replacement. Symptoms included no reported blood glucose impact and no alarms. Outcomes included continued therapy on a replacement device without medical intervention or hospitalization. Investigation included troubleshooting support, user education, and return requests for evaluation. Investigation of this case revealed a device performance issue related to the insulin cartridge and associated cartridge bay that prevented removal, consistent with physical damage from a drop. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact.